Event description:
It was reported bolus delivery calculation was inaccurate. Customer alleged that the bolus calculation does not correctly subtract the insulin on board (iob). During troubleshooting with tandem technical support, bolus calculation was explained to the customer; however, the customer disagreed. There was no reported impact to the customer' blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.